Event description:
In 6/73, rptr had bilateral silicone breast implants inserted in retro-angular position. Beginning within a few yrs she developed problems with increasing hardness, pain and tenderness with deformity. She also had hair loss, chest pain, joint stiffness and pain, extreme coldness of hands and feet. The implants ruptured and were removed.